Event description:
I.v. Catheter placed to administer chemotherapy. When rn attempted to secure and connect, hub and sheath separated from catheter. Catheter may still be in pt. X-rays negative. Pt continues to be monitored. No adverse effects noted to date.